Manufacturer narrative:
Laborda-guirao t, cubero-parra jm, hidalgo-torres a. "Efficacy and safety of xen 45 gel stent alone or in combination with phacoemulsification in advanced open angle glaucoma patients: 1-year retrospective study." Int j ophthalmol 2020;13(8):1250-1256. Doi:10.18240/ijo.2020.08.11. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
Reported events of needling, choroidal detachment, flattening of anterior chamber, iris blockage, hypotony maculopathy, diplopia, and ocular hypertension secondary to corticosteroids in the unknown eye were noted in the article: "efficacy and safety of xen 45 gel stent alone or in combination with phacoemulsification in advanced open angle glaucoma patients: 1-year retrospective study." Int j ophthalmol 2020;13(8):1250-1256.

Manufacturer narrative:
Initially, all serious adverse events noted in the article were reported in this MDR ID # 3011299751-2020-00277, further information was obtained after the initial report submission specific to each of the patients. As a result, the report 3011299751-2020-00277 will now capture the event of gel stent blockage in a patient. The specific details about the other patients with serious events will be submitted in separate reports. The event of gel stent blockage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Reported event of iris blockage in the left eye was noted in the article "efficacy and safety of xen 45 gel stent alone or in combination with phacoemulsification in advanced open angle glaucoma patients: 1-year retrospective study". Treatment was noted as argon laser iridoplasty. Event has been resolved.